Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A patient contacted (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during the initial drain. (B)(4) explained that a large amount of air had entered into the disposable set. (B)(4) then had the patient cycle power twice to clear the error. (B)(4) advised the patient to start over with new supplies and contact their dialysis nurse within 24 hours to let her know what happened. Product surveillance contacted the patient regarding the reported event. The patient stated she did not notice any visible damage or abnormalities with the cassette that was in use. The patient stated there were no disconnections, separations or any holes in any of the supplies she was using. The patient stated she discarded the supplies and did not provide the lot number. The patient stated she contacted the nurse who reviewed proper procedures with her. The patient was able to resume therapy successfully after starting over with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report was not confirmed. Based on the information gathered during baxter?s investigation, the cause of the system error 2240 was not determined. The lot number is unknown; therefore, a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).